Manufacturer narrative:
(B)(4). The product was not returned for evaluation. The lot number is unknown. Therefore, the manufacturing site is not known and a manufacturing review cannot be performed. (B)(4).

Event description:
It was reported by the patient's mother that her daughter experienced severe pain and moderate redness in her left eye resulting in a 1 mm central corneal ulcer with 1+ infiltrates associated with contact lens wear. There was severe, <50% corneal staining with <50% epithelial loss and permanent scarring. Initial treatment by an eye care provider included vigamox hourly for week. At the time of this report, treatment includes lotemax four times daily as scarring has reduced. Lens wear resumption is anticipated after scar reduction. Additional information has been requested but not yet received.